Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that the recharger had no device found message and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The patient and manufacturer representative (rep) reported that the programmer was locking up and ¿freezing¿ so she popped the battery out to reset. Then when she ¿tried to recharge the wire to the charger got hot¿ so she quickly unplugged it. Pt states her recharger telemetry module (rtm) has been getting hot as well while charging. They were unable to charge the implant. No symptoms were reported. (B)(6) 2021 additional information was received from the patient. The patient had the controller replaced in december and is still having issues with the screen freezing even when nothing is plugged into the controller. Pt said this started happening about a week after they received the new controller. Pt said this is becoming more and more frequent. When the screen freezes, the pt states they have to pull the battery out and put it back in to wake the screen up or to recharge their implant. When trying to unlock the screen, the pt said that the controller acts like it is going to turn on but instead it will freeze and they will have to reset the controller again. Pt confirmed they did not see any warning screens. Pt said the metal battery connections in the controller did not look the same. They stated that the second one on the left looks a little crooked. The issue was not resolved through troubleshooting. No symptoms reported. A replacement controller was sent to the patient.